Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Three hundred forty-five monitored at/af episodes. Intermittent atrial under-sensing observed on these episodes, leading to early termination of episode collection. Ddir mode. Not affecting device function. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5155476.